Manufacturer narrative:
No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event. The system found to meet all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was no follow ability, aspiration of the cataract was not achieved during a cataract extraction procedure. Surgeon settings were incorrect under her name. The patient has been seen post operatively and has experienced corneal decompensation. Additional information has been requested but not received.